Event description:
The account reported the bed will not send nurse call. No pt injury reported.

Manufacturer narrative:
The account stated the upper control board was replaced on this bed and the nurse call was not activated when it was shipped from the hill-rom service stores. Technical support had the account activate the nurse call through side rail button configuration to resolve the issue. Based on this information, no further action is required.